Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after there was a disconnection of one of the lines on a pediatric low recirculation set, the line was reconnected by the caregiver and the set was used for therapy on the home patient (hp). This took place while the patient was connected. The hp had no symptoms but was treated with antibiotics as a prophylactic measure for two days using vancomycin and gentamicin. There was patient involvement, but no patient injury was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The instructions listed in the patient at home guide for the homechoice device state to discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. Patients are warned to not reconnect solution bags and to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the end therapy early procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.